Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to fluid loss. It was noted over the past several months, the pump would not refill. The device was removed and replaced. Upon removal, a leak was found in the right cylinder. There were no patient complications.